Event description:
User alleges that clinical nurse educator observed that the ventilated pt was being excessively ventilated at about 24 breaths per minute. On removing the stericath from the circuit, the ventilator worked as per the parameter set. On insertion of the stericath into the circuit once more, the ventilator acted as if it had a leak. The result of the leak caused the ventilator to "think" that the pt is trying to breath and taking or attempting to take breaths. The ventilator responds by increasing the number of breaths given to the pt and clinically it looks like the pt can be extubated prematurely. Unit in use for 36 hours.